Manufacturer narrative:
The tech replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates, the brake will not hold and continue to swivel when in brake.